Event description:
Unit had a free flow of solution from a source container into the final bag when the unit was not pumping. Solution was observed running into the final bag. The bas was discarded so there was no pt involvement. Reporter stated that the user reported that the rotors were tight when he checked them. He stated he was not sure whether the rotors had been turned when the transfer set was installed, but that 9 bags have been compounded prior to the free flow. User was advised not to use the unit which was swapped out.